Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.